Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after receiving a vibratory alert from the device. Device interrogation found that the implantable cardioverter defibrillator was in backup vvi. No intervention was performed due to the device being at eri. Patent was stable and would be scheduled for device exchange procedure.

Event description:
New information noted that the implantable cardioverter defibrillator was explanted and replaced. Patient was stable post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.